Event description:
It was reported that; the sales representative reported that when putting in an 8.5 x100 xia 3 poly axial screw into the patient, he decided to drive the screw in further. He reattached the screw driver and tried turning the handle. He reported that there was a crack noise and the handle turned but screw wasn't moving. When disengaging it was noticed the handle had broken and the tabs off the inner sleeve on xia 3 screw driver had snapped too. Another screwdriver was available within the kit to complete the case and there were no delays to surgery or adverse consequences as a result of this event. The customer also reported that none of the broken pieces fell into the surgical site.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was sent for a material analysis and it was determined that the device fractured in ductile overload in the area that contacted the driver. It is likely that the screw hole preparation and patient bone density contributed to the event. An under tapped hole and/or dense bone could lead to difficulty driving the screw into the pedicle, which would result in excess force applied to the driver and handle. The fracture at the interface between the two suggests that this occurred. Conclusion: the most likely cause of the customer reported event is excess torque applied to the t-handle and screwdriver during screw insertion.

Event description:
It was reported that; the sales representative reported that when putting in an 8.5 x100 xia 3 poly axial screw into the patient, he decided to drive the screw in further. He reattached the screw driver and tried turning the handle. He reported that there was a crack noise and the handle turned but screw wasn't moving. When disengaging it was noticed the handle had broken and the tabs off the inner sleeve on xia 3 screw driver had snapped too. Another screwdriver was available within the kit to complete the case and there were no delays to surgery or adverse consequences as a result of this event. The customer also reported that none of the broken pieces fell into the surgical site.